Event description:
The customer originally called in reporting his readings on his freestyle meter were higher than he felt they were, and during troubleshooting, it was discovered the customer's meter was set in mg/dl instead of mmol/l. The customer's meter is designed with the uom being selectable. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint is confirmed. Performed investigation using returned meter. Meter is unlocked to mmol/l. Connected meter to pc. Downloaded glucose log, error log, and calibration parameters. Readings with an 18 cal code were not found in glucose log. Log error #s 1301, 0300, 0015, 0204, 0800, 0806 were found in error log. E3/e4 errors with low battery icon were not observed. Calibration parameters were within specification. Memory overwrite was observed. Customers and retailers have been informed through the fa16may2006 letter.